Manufacturer narrative:
Analysis of the 37761 recharger (sn: (B)(6)) revealed a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the circumstances that led to the implant turning off was a "busy schedule (illegible)." The implant turning off had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the 37761 recharger (sn: (B)(6)) revealed connection good and charged from a known good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger product ID 37751, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that silver piece on ac charging cord for desktop charger (dtc) broke off today. Tech services (tss) reviewed replacing dtc cording. The patient (pt) concerned because there is no charge left in their insr and they have 25 or 50% charge left in their ins., the patient called back from registered phone number to report that they received the replacement recharger (model 37751). The patient stated that their ins charge level got too low when they were waiting for the replacement recharger to arrive, which resulted in them "tremoring all over" due to therapy turning off this morning at 3:00 am. The patient added that they could not walk or stand, and they had dystonia really bad. Prior to calling patient services, the patient had been charging the ins for 1 hour. Agent had the patient check the status of the ins using the patient programmer (model 37642), which indicated the ins charge level was low and therapy was off. Agent reviewed how to turn therapy on, and the patient confirmed therapy turned on successfully. The patient resumed charging the ins, but they could only get 2 coupling bars to fill in. The patient understood what they needed to do to get better coupling, and they mentioned that they will need to move to the den in their home to get better coupling. The patient did not require further assistance. Additional information received from the consumer reported they received the new recharger and it worked great.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.